Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient¿s device was going off and on and the patient had been feeling the stimulation off and on. The patient stated that the device doesn¿t stay running in their back. The patient hadn¿t had any programming changes recently. The patient reported that their back and left leg pain returned after they had a CT scan. It was noted that the reason for the CT scan was not related to the device. The patient reported that they could not walk well when the device was not working. The patient stated that their ¿back is junk.¿ no further complications are anticipated.